Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012 the patient experienced blood glucose (bg) of 553 mg/dl with nausea, vomiting, abdominal cramps, frequent urination, irritability, and fatigue after the patient had been off the pump and without insulin for several hours. The patient had reportedly received an empty cartridge alarm, and when trying to perform a site/set/cartridge change, the up arrow keypad button would not respond. At that point, the patient reportedly discontinued insulin pump therapy but did not implement a backup plan. The patient was reportedly taken to the hospital the evening of (B)(6) 2012 and was treated with an IV insulin drip. The patient reportedly has memory issues and gets confused a lot. The patient was a poor historian and could not provide details of the reported incident upon follow up. The patient could not recall when the issue with the up arrow keypad button began, or if the keypad was physically damaged or not. The patient reportedly wore the pump on his belt and does not clean the pump. This complaint is being reported because of the patient's alleged hyperglycemic event after discontinuing insulin pump therapy without an adequate backup plan, and because of the alleged keypad button issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, there is no peeling or visible damage of the keypad. The up arrow keypad button responds intermittently and requires excessive force to evoke a response. All of the other keypad buttons are appropriately responsive with normal spring back or click. The keypad was removed for investigation revealing contamination under the key contacts. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.